Event description:
(B)(4). Event occurred in the united states. The patient reported that infusion sets detached at quick release while sleeping and this issue occurred with six infusion sets. The adhesive and quick release stayed on, but the tubing detached. Her blood glucose level was between 300-400 mg/dl at the time of incident. The site location was at the right and left leg, left leg was at the beginning of the week and then she switched to the right. The pump was on the same side in relation to the infusion set. The infusion had been in use for a couple of days. Reportedly, the infusions were not stored in extreme temperatures. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.